Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the paddle pocket plates are burnt. The rse evaluated the device remotely and offered the repair quote to the customer. The customer did not approve the service quote therefore this will be documented as a malfunction the cause of which was not determined. Multiple attempts were made to request information regarding patient condition, but no response was received, so no information available. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. A review of the risk management file indicates the problem reported by the customer is a low potential severity which would not reasonably cause or contribute to death or serious injury if the problem were to reoccur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and grids.

Event description:
It was reported the paddle plate was burnt.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.